Event description:
Customer reported to beckman coulter, inc. (Bec) that the nucleated red blood cell (nrbc) chamber on the unicel dxh 800 coulter cellular analysis system was leaking blood and complete blood count (cbc) lyse. Customer reported that the leak was contained within the instrument. Customer reported that patient results were not affected. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) found the port of the nrbc mix chamber was plugged. The fse replaced the nrbc mix chamber and the sample probe to reduce the possibility of any additional debris passing through the nrbc mix chamber.

Manufacturer narrative:
Evaluation codes - results code: nucleated red blood cell chamber. (B)(4).